Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the leadless implantable pulse generator (ipg) the patient passed away due to pulseless electrical activity and septic shock. The origin of the sepsis was not able to be determined. The patient is a participant in the (B)(6) clinical study. The patient is a participant in the (B)(6) registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.